Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record review could not be conducted since the lot number provided was not a valid lot number. A record assessment (fmea) was conducted and no update is required. Customer complaint cannot be confirmed based on the information received. It is necessary to receive the physical sample to perform a proper investigation to confirm the alleged defect and determine any root cause. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "clinician was intubating patient and the 15mm connector popped off of the et tube after the patient was intubated." Alleged defect reported occurred during use. Customer reports no patient injury or consequence. Patient condition reported as "fine".